Event description:
Manufacturer representative reported patient experienced an infection and the device was removed. Date unk. The device was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.